Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: (B)(4), explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 550 mcg/day) via an implantable infusion pump. It was reported that the catheter was exposed on the side of the patient's abdomen. The entire catheter was replaced.